Manufacturer narrative:
DHR review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: trend analysis could not be performed as no reference number was available. Review of event description: it was reported that the implantation was performed on (B)(6) 2013. In april(B)(6) inlay and ceramic head were removed. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient was implanted an unknown inlay on (B)(6) 2013 on the right side. In (B)(6) 2014 the patient started to hear creaking noises when moving. The patient underwent a revision surgery on (B)(6) 2014 due to breakage of the implant.

Manufacturer narrative:
This case will be invalidated as it has now been reported that the product is manufactured by (B)(4) and it has already been reported under (B)(4) (MFR report number 0001825034 - 2016 - 01554). Therefore, zimmer (B)(4) will consider this case as closed. Zimmer's reference number is (B)(4).

Event description:
Follow up information received on june 24, 2016. It has now been reported that the product is manufactured by (B)(4) and it has already been reported under (B)(4) (MFR report number 0001825034 - 2016 - 01554). Therefore, this case will be invalidated. Please rectify your records.